Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. It was not reported if the patient was hospitalized for the event. The cause of the peritonitis was unknown. Treatment rendered for the event of peritonitis was not reported. At the time of report, the patient had not recovered from the event. The action taken with dianeal, extraneal, and nutrineal therapies was not reported. No additional information is available.